Manufacturer narrative:
An exhalation valve flow sensor (evq) was returned to covidien/medtronic¿s product analysis. A visual inspection was performed; the hot wire element and flow sensor printed circuit board (pcb) had contamination. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that the reported issue was isolated to the contamination on the hot wire element. The root cause was probable to customer mishandling. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated an exhalation module alert alarm. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the exhalation flow sensor (evq). The se performed calibrations and extended self-testing on the device and all tests passed.